Manufacturer narrative:
Attempts have been made to obtain the product. The product has not been returned to masimo to allow an analysis to be performed. If the product is returned for evaluation or new information is obtained, a follow up report will be submitted. Device not returned.

Event description:
The customer reported that the device wasn't reading correctly and the "setting" button was broken. No consequences or impact to patient were reported.

Event description:
The customer reported that the device wasn't reading correctly and the "setting" button was broken. No consequences or impact to patient were reported.

Manufacturer narrative:
Additional manufacturing narrative: other, other text: the returned device was evaluated. Visual inspection revealed keypad and housing damage. The alarm limits button was not functional due to keypad damage. During evaluation, the device passed all visual and functional testing. No product performance issue was identified related to accuracy. The unit was found to visually and audibly alarm during alarm conditions. Internal inspection was performed and no internal circuitry damage or defects were observed. The damage observed on the housing does not affect the functionality of the device. A service history record review reveals that this unit was in the field for over three (3) years with no previous reported issues related to this reported event.